Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 :reference MFR. Report #1627487-2015-06290. Additional review of information received from the patient's attorney identified the patient alleges the following issues: " the implant for the neck stopped working and would not hold a charge. The device would not stay charged for more than a day and took several hours a day to charge. Reprogramming was attempted but did not resolve the issue." Patient was subsequently explanted on (B)(6) 2015.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06290. The patient reported her cervical scs system previously "stopped working" and subsequently had her entire system explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).